Event description:
Device malfunction: none. Time of symptoms/ae: post procedure. Symptoms/ae: stroke. It was reported that after a right internal carotid artery stenting procedure the pt experienced a stroke with left sided weakness, subtle left facial droop, and visual hemineglect/hemianopia. A CT scan of the head and an eeg was ordered revealing a new lesion in the right parietal white matter, which was felt to be on the basis of chronic ischemia and possibly acute. The eeg report was abnormal showing focal neuronal disturbances seen over the right temporal head regions. The pt was discharged to home 6 days post procedure and the condition was reported as continuing but improving. The 30 day f/u visit revealed minor paralysis in facial paresis and all other areas were recovered and marked as normal. Though requested, no add'l info was provided.

Manufacturer narrative:
Study event. The device remains in the pt. The lot number was provided. Review of the device history record did not reveal any non-conformities, which could have contributed to the complaint. Stroke may occur during this type of procedure and as listed in the device instructions for use. Stroke is a known possible adverse event associated with the use of carotid stents. The reported hospitalization was in response to the observed pt effects. In addition, no device malfunction was reported.